Manufacturer narrative:
It was reported that "the stapler was not effective since it led to wound dehiscence". No additional information was able to be obtained at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Stapler was not effective.